Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced nighttime hypoglycemia while using the ilet with a dexcom g7, described as an alert for low glucose with the dexcom app indicating ¿low¿ (30 mg/dl or under), after going to bed in range and without confirmatory fingerstick; the user self-treated with oral glucose and subsequently transitioned to a different pump. Symptoms included hypoglycemia without loss of consciousness, seizure, or need for assistance. Outcomes included self-resolution after carbohydrate intake, no medical intervention, and no hospitalization. Investigation included complaint intake review and troubleshooting and education. Investigation of this case revealed no device alarms reported beyond low glucose alerts and no device malfunction identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.